Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B97497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, polycystic ovary, infrequent menstruation, polycystic ovaries, miscarriage and amenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital swelling ("cervical swelling") and psychological trauma ("psychological trauma") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, weight increased, genital swelling and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital swelling, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), weight gain, cervical swelling, psychological trauma. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test: (unspecified): results of confirm. Test other< result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case became serous incident. Event pt changed- genital swelling. Product lot number was added. Reporter information,medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B97497) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, polycystic ovary, infrequent menstruation, polycystic ovaries, miscarriage and amenorrhea. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cervix oedema ("cervical swelling") and psychological trauma ("psychological trauma") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, weight increased, cervix oedema and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, cervix oedema, dysmenorrhoea, dyspareunia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), weight gain, cervical swelling, psychological trauma diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test: (unspecified): results of confirm. Test other< result: unknown. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.